Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip and minor scratches on display window. Pump passed error test.

Event description:
Customer reported that she changed the battery on the insulin pump and received an unexpected restart alarm. Customer also stated that there is a crack at top of the battery compartment and another crack from the upper left corner from the screen toward the battery compartment. Customer stated the device was not stored or not in use for an extended period of time. Blood glucose value was 85 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.